Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 from midnight-6:00am. The patient reported blood glucose readings of "293, 154, 281, and 175 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known how the patient manages her diabetes or what action the patient took at the time of the alleged issue. At an unknown date/time, before the start of the alleged issue, the patient reported feeling thirsty, hot, and had symptoms of frequent urination. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Although the patient developed symptoms of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to obtaining the alleged inaccurate results and the alleged inaccurate results correlated with the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.